Event description:
It was reported that during central processing, the monopolar curved scissors instrument had cauterization markings that could not be removed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: she has cancelled this exchanged and has not sent it to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors instrument with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.